Event description:
The drug safety associate reported that the pt had the pump explanted due to infection. It was reported that the pt had undergone four surgeries prior to removal of the pump in 2005. The pt was receiving the medication rebif "ms drug" through the pump. No other information is available.